Event description:
A dentist was performing a routine procedure on a pt, using a dental electrical handpiece, when the patient's lower lip was burned by the head of the handpiece.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the patient's lower right lip was burned by the head of a handpiece. The pt was instructed to do warm salt water rinse. During product eval, medium debris level was found in the handpiece. Bearings have been grinding and binding. This caused the heat to heat up. (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4) (the importer).